Event description:
It was reported that following percutaneous coronary intervention procedure (pci) and angiogram, an angio-seal was selected for use. The angio-seal was deployed per instruction per use (IFU). The patient complained of pain in the leg. She was referred to the vascular surgeon who found a thrombus around the puncture site. The physician was not able to see the entire device due to the large thrombus formation. The artery was reconstructed and the thrombus was removed. No additional information is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.